Manufacturer narrative:
Investigation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the unit noted the instrument had disrupted timing. A test reload was unable to be loaded onto the unit due to the disrupted timing and the instrument was unable to be articulated due to the broken articulation knob. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition could be due to excessive manipulation or to improper loading of the single use loading unit. However because no sulu was received, it cannot be determined if the disrupted timing is a result of improper loading of a sulu. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic ventral hernia intraperitoneal onlay mesh repair (ipom) procedure. The reloadable tacking device was fired once, and then a new reload would not go on. In order to resolve the issue and complete the case, opened a new reloadable tacking device. There was no patient harm.